Event description:
It was reported that the 9900 system had missing images from the hard drive. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.